Manufacturer narrative:
Additional information was received on 29-aug-2025. The adverse event occurred post use of bwi products. Imaging was done to diagnose and rule out a stroke the physician¿s opinion on the cause of this adverse event was that the details are unclear, but it may be patient related. The outcome of the adverse event was fully recovered (no residual effects). No prolonged hospitalization. The patient has been discharged from the hospital on (B)(6) 2025. The number of performed ablations was 52 ablations outside the pulmonary veins with rf energy. Posterior wall isolation was performed because it was the redo session. No ablations were performed within the pulmonary veins. No relevant tests/laboratory data, and other relevant history/preexisting condition was cerebral infarction. The procedural act was 300 seconds over. One time catheter exchange occurred during the procedure after confirming the char. One transseptal puncture site was performed during the procedure. Delivered energy was radio frequency (rf). Additional information was received on 31-aug-2025. Correction to the hospitalization discharged date of (B)(6) 2025 as should be (B)(6) 2025. Did not require extended hospitalization because of the adverse event. Additional information was received on 11-sep-2025 clarifying that there were two separate thermocool smarttouch sf catheters used to complete this procedure and there were no char issues with the second thermocool smarttouch sf catheter. The thermocool smarttouch sf catheter with lot 31562292l had the char issue. No char issue with the second thermocool smarttouch sf catheter. Updated the b7. Medical history/preexisting condition field and the d10. Concomitant medical products and therapy dates section. Due to the additional information received on 11-sep-2025 clarifying that there were two separate thermocool smarttouch sf catheters used to complete this procedure, assessed the adverse event also reportable under the second separate thermocool smarttouch sf catheter (2029046-2025-03229). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 06-oct-2025. There were 2 separate thermocool smarttouch sf catheter's used to complete this procedure and the second involved thermocool smarttouch sf catheter was d134805/31568599l. Not available for return. No char issues with the second thermocool smarttouch sf catheter. The char occurred only on one thermocool smarttouch sf catheter 31562292l. Therefore, updated d10. Concomitant medical products and therapy dates section as originally reported under 3500a follow-up #1 ¿unk_smart touch bidirectional sf¿ and additional information updated device to ¿thmcl smtch sf bid, tc, d-f¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced cerebral infarction. In addition, a relatively large char or a thrombus issue was observed. First it was reported that after isolating the posterior wall, the thermocool smarttouch sf catheter was removed from the patient's body for mapping and a substance resembling char, about less than 1 mm in size, was observed at the tip of the thermocool smarttouch sf catheter. A flush was performed after removal from the patient's body and the irrigation was confirmed with no issues. To be cautious, the thermocool smarttouch sf catheter was replaced. The procedure was continued and completed. No prolonged hospitalization. Additional information was received on 27-jun-2025. Generator was used on power control mode additional information was received on 28-jul-2025. The physician commented that it was a relatively large char or a thrombus. The physician commented that the detached material posed a risk of cerebral infarction. In fact, it was reported that the patient had an asymptomatic cerebral infarction. There were no neurological symptoms. No error messages or product problem. No issues related to temperature on the catheter. Generator was used on power control mode: temperature: warning:37¿, cut-off:40¿. Impedance: max cut-off:250o, spike cut-off:off, min cut-off:50o. The correct catheter settings were selected on the generator. No issue with the flow rate change at the start of ablation. After confirming the adhesion of the material, there were no issues when performing a flush and checking the irrigation. After the creation of the roof line/bottom line, the issue was confirmed upon the removal of the catheter; therefore, the timing of the event was unspecified. The patient was anticoagulated. Act was 300 over. Ablation was not greater than 60 seconds. The total average contact force was 18g, and long-duration ablation exceeding 40g was not performed. Pre-ablation high setting 1 sec. The irrigation rate used was not outside of those prescribed. Heparinized normal saline was used. The settings for visitag module were: respiration: on, stability range: 4mm, stability time: 3s, force over time: 25%3g, tag size: 2mm. Color options used was tag index. Additional information was received on 31-jul-2025. This adverse event was discovered post use of the biosense webster products. Delivered energy was radio frequency (rf). The char issue was originally considered non-reportable, however, bwi became aware on 28-jul-2025 that it was a relatively large char or a thrombus in which the physician commented that the detached material posed a risk and have therefore, reassessed as reportable. In addition, on 28-jul-2025, bwi became aware that the patient had an asymptomatic cerebral infarction and have assessed the adverse event as reportable. The awareness date for both the malfunction and adverse event for this record is 28-jul-2025.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 22-jul-2025. Visual inspection, microscopic examination and functional test of the returned device were performed following j&j procedures. During the visual analysis in the lab, no char, residues were identified. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified; however, according to the pictures provided by the decontamination laboratory, char was observed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The char residues issues reported by the customer were confirmed based on the picture provided by the decontamination laboratory. The loss of char residues could be related to the decontamination process; however, this cannot be conclusively determined. The potential cause of the issue cannot be established. The instruction for use (IFU) states that: do not use the temperature sensor to monitor tissue temperature or to guide power titration during ablation. The temperature sensor located within the tip section of the catheter does not reflect either electrode-tissue interface or tissue temperature due to the cooling effects of the saline irrigation of the electrode. The temperature displayed on the rf generator is the temperature of the cooled electrode, not tissue temperature. The temperature sensor is used to verify that the irrigation flow rate is adequate. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿relatively large char or a thrombus¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Manufacturer¿s reference number: (B)(4).